Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with a neurostimulator for a basic evaluation. The patient reported a loss of stimulation/being unable to feel stimulation on either side. It was noted that the left side was on 6.0 volts and the right was on 6.7 volts. There was also a message indicating ¿settings not available.¿ additional information was received from a trial patient on (B)(6) 2017. The patient was constipated and unable to have a bowel movement; only had a very small one. The patient thinks the lead might have migrated. It was unknown if the issues were resolved at the time of the report but the patient was noted to be alive with no injury.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are:product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.